Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. The section/field of the form is left blank. Additional narrative: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent the surgery with the plate system in question for ulnar fracture in 2020. The surgery was completed successfully without any surgical delay. After the surgery, the patient had pain. An x-ray examination confirmed re-fracture and loosening of the plate and screw. The re-surgery was done on an unknown date. The plate system was removed, and re-fixation was performed with another plate system. The surgery was completed successfully without any surgical delay. The patient is currently doing well. This information was obtained from the article. No further information is available. This report is for an unknown screws this is report 2 of 2 for complaint#:(B)(4).